Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a polypectomy procedure performed on (B)(6) 2012. According to the complaint, the doctor asked the nurse to open the snare for the purpose of removing a polyp. When the snare was opened, the nurse noticed that the handle cannula was bent, and that the snare failed to retract. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was reported to be in stable condition following the procedure.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a polypectomy procedure performed on (B)(6) 2012. According to the complaint, the doctor asked the nurse to open the snare for the purpose of removing a polyp. When the snare was opened, the nurse noticed that the handle cannula was bent, and that the snare failed to retract. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was reported to be in stable condition following the procedure.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4). Reported event: loop failed to retract. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Initial reporter: additional information received: physician name: dr. (B)(6). Physician phone: (B)(6). Correction: full address below. (B)(6). Investigation results: visual evaluation of the returned device found one pronounced kink in the proximal section of the sheath, and the handle cannula was noted to be bent, almost to the point of being broken. The condition of the returned device rendered functional testing impossible. The complaint was confirmed; the return condition prevented retraction of the snare loop. Manipulation of the device during the procedure likely caused the kink in the sheath near the handle, causing resistance during subsequent attempts to actuate the device. This resistance can cause the handle cannula to bend; therefore, the most probable root cause of the defects identified is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.